Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts 3556747 (con): information was received regarding a consumer receiving morphine [50 mg/ml] at a rate of 19-20 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient was having pain and withdrawals like the pump is not working sometimes then the next day the therapy is fine. The patient had a CT scan last week and still doesn't have the result. The symptoms started over a week ago and they were sudden. They have had good relief for about 4 years and now suddenly he is having the pain. There were no further complications reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.